Event description:
It was reported that during a procedure, the generator touch screen began flickering and there was no steam produced as intended. The surgeon tried turning on and off the generator without any success. The procedure was not completed. There was no patient complication related to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis that the generator was able to produce steam during functional testing. However, the reason for the flickering on the display screen was due to an electrical overstress in the monitor cables components. Therefore, the reported screen flickering is confirmed. Replacing the cables resolved the issue thus probably that led to the procedure being aborted. Device history record/service history record review: the device history record (DHR) review and service history record review was completed and confirmed that the generator was installed on september 23, 2020 and the generator was fully functional without issues. Labeling review: a review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. During visual analysis the generator was in overall good physical condition. During functional testing, the generator display screen was found flickering. The monitor cables were replaced; however, the as reported inability to produce steam was not able to be replicated. The generator was able to produce steam. The generator received all required updates passing full functional and electrical safety testing. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the generator touch screen began flickering and there was no steam produced as intended. The surgeon tried turning on and off the generator without any success. The procedure was not completed. There was no patient complication related to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.